Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level as high as over 600 mg/dl with ketones and it was addressed with a manual injection. At the time of the report, the customer's bg level was 382 mg/dl and lowering. Reportedly, the cartridge would not fit properly onto the pump. It was noted that there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded a cartridge. Review of pump history indicated that a cartridge alarm 25 (removed cartridge alarm) occurred. Also, the bolus history showed that one bolus was delivered; however, the customer believed they had delivered more. Contact stated that customer is a teenager and may not have administered the boluses that should have been delivered. Review of t:connect pump data indicated that the customer entered in carbohydrates into the pump three times; however, none of those boluses were requested or delivered.